Event description:
It was reported that following replacement therapy impedance values were within normal range. It was noted that 0 and 3 was reading 61. It was later reported that they were unable to adjust stimulation. There was a ¿call your doctor¿ icon and an out of regulation (oor) condition. Following replacement of the implantable neurostimulator (ins) when they were teaching the patient about the patient program they saw an oor message. Patient did not have the ability to adjust amplitude and oor had not occurred when trying to change parameters. Impedances where then checked and c-3, 0-3, 1-3 and 2-3 were all reading greater than 4,000 ohms. It was noted that impedances for 4-7 were all within normal range. It was further noted that these impedances were different than those received intra-operatively. Everything had gone fine with closing up the case after impedances were checked. Patient was still programmed with 0,2 electrodes and therapy impedance was now 797 ohms. It was further noted that there was a short between 1-2, impedance reading was 57 at 1-2. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7428, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID 3387-40, lot# j0340435vv, implanted: (B)(6) 2011, product type: lead; product ID 748266, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 7428, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator product; ID 3387-40, lot# j0340435v, implanted: (B)(6) 2003, product type: lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 7436, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).